Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a sleeve gastrectomy procedure, the reload lost the metal support and stayed in the device. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.